Event description:
It was reported that the customer was receiving a motor error alarm and could not complete the rewind process. The paramedic stated that the customer was underground in a mine. The customer later stated that his blood glucose was 351 mg/dl. Troubleshooting was performed by the paramedic. The insulin pump was unable to rewind and unable to perform the displacement test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.